Manufacturer narrative:
The estimate was rejected and the device was returned to the customer unrepaired.

Event description:
The manufacturer received information alleging a ventilator failed to charge its internal battery. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's internal battery and power management board need to be replaced to address the issue.